Event description:
Patient underwent a laparoscopy hysterectomy without complications. A mo later, the patient experienced increased vaginal bleeding with clots and presented to the ed. Previously had only minimal bleed post procedure, mainly spotting.the patient was admitted and taken to the or for an exploratory laparotomy, whereupon a defective sealant of the right cervical branch of the uterine artery with the ligasure was identified. Surgeon noted "it was obvious at this point the seal from the ligasure device had come off during the past 3 weeks."a bilateral uterine artery ligation and suture ligation of all vascular pedicles were performed.